Event description:
On (B)(6) 2010, company representative reported distributor stated patient was having concerns with her infusion device. On follow up call to patient, patient reported she discovered a leak in the system of her infusion device on (B)(6) 2010 while attempting a bolus. Patient switched to injections as she did not know how to set up her backup infusion device. Provided patient with phone number for assistance for future use. Assisted patient with programming her backup infusion device. Patient stated on (B)(6) 2010, she attempted a bolus and noticed that it appeared no insulin was moving through the infusion tubing. Patient reported she could smell insulin at that time and believes it was leaking out from around the infusion adapter. Patient reported the adapter was changed 2 days prior to the event. Patient stated all accessories were applied securely, but the inside of the infusion tubing appeared to have a reddish tint. Attempts to follow up were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.